Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure : total hysterectomy. Age : 47. Current status of the patient : the patient has been discharged from the hospital. Progress and treatment details : the patient underwent surgery around the end of (B)(6) and was discharged from the hospital with a usual schedule. Four days later, the patient visited the hospital due to pain. Because of pelvic abscess, the patient was readmitted to the hospital. The abscess was removed by nelaton, and antibiotics were administered, and the physical condition recovered. The patient is now discharged from the hospital and under observation. Health injury details : pain. Treatment plan : none. Seriousness : non-serious (moderate/minimal). Reason of the seriousness : reoperation was not performed. The following information was requested, but unavailable: what is the procedure date (dd/mm/yyyy)?=>no further information is available. What date did the inflammation occur on (dd/mm/yyyy)?=>no further information is available. Do you have any pictures of the reaction? =>no further information is available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.=>no further information is available. If medication was required, please clarify if it was prescription strength.=>no further information is available. Can you identify the lot number of the product that was used?=>no further information is available. What is the most current patient status?=>no further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Has any additional surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain and pelvic abscess? What is the patient¿s current status? What was the drug therapy used for the patient¿s pain and pelvic abscess? What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent a total hysterectomy procedure on an unknown date and absorbable hemostat was used. After the product was sprayed, the wound was washed and closed after waiting for 2 to 3 minutes, but an inflammatory reaction occurred after surgery. The casual relationship between the reaction and the product is unknown. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure?=>47 year old female. 2. What were the diagnosis and indication for the index surgical procedure?=>tlh. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically?=>to address active bleeding. 4. What were current symptoms following the index surgical procedure? Onset date?=> the patient confirmed the pain 4 days after discharge. Then, she went to hospital again and confirmed pelvic abscess. 5. Has any additional surgical or medical intervention been performed?=>drainage treatment and antibiotic administration by readmission. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event?=>the surgeon don't know if scp was related to the symptoms. 7. What is the patient¿s current status?=>the patient was discharged from the hospital. 8. What was the drug therapy used for the patient¿s pain and pelvic abscess?=>antibiotic administration. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. Where was the surgicel used (on what tissue)? 4. How much surgicel was used during the procedure? 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain and pelvic abscess? 6. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.